Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/11/2016, to report that on 01/11/2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to close all applications running in the background, confirm the smart device's bluetooth settings and found no dexcom devices listed. Dexcom representative then advised patient to disable and re-enable bluetooth, remove and reinstall g5 application and enter transmitter ID manually, which was unsuccessful. No additional patient or event information is available.